Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a rupture of fibers occurred at the end of a patient¿s hemodialysis treatment using the fx coral 600 dialyzer. The patient had completed four hours of treatment. The machine alarmed with a blood leak alarm. The leak was not visibly observed. The leak was noted to be leaking into the dialysate. There were no defects or damage to the dialyzer. The patient experienced approximately 50ml blood loss. The patient did not experience serious injury or require medical intervention as a result of the reported event. The patient¿s treatment was not completed. The sample is available for evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. One used sample was received from the customer. Visual examination and a tightness test of the sample confirmed the reported failure. Although our dialyzers are 100% tested for leaks with bubble-point testing during sterilization leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history review (DHR) showed that the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that a rupture of fibers occurred at the end of a patient¿s hemodialysis treatment using the fx coral 600 dialyzer. The patient had completed four hours of treatment. The machine alarmed with a blood leak alarm. The leak was not visibly observed. The leak was noted to be leaking into the dialysate. There were no defects or damage to the dialyzer. The patient experienced approximately 50ml blood loss. The patient did not experience serious injury or require medical intervention as a result of the reported event. The patient¿s treatment was not completed. The sample is available for evaluation.